Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in six segments for analysis. Internal insulation abrasion measuring 1.75cm in length was noted on the middle portion. The (B)(4) coating was intact at this location. Insulation damage, consistent with clavicle crush damage was noted measuring 1.8cm in length on a lead segment.

Manufacturer narrative:
The lead was returned in seven segments for analysis. Internal insulation abrasion measuring 1.75cm in length was noted on the middle portion. External insulation abrasion was noted at 15.9-16.1cm and 16.0-16.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.9-12.5cm, 13.3-15.0cm, and 13.2-14.2cm from the distal tip. The etfe coating was intact at these locations. Insulation damage, consistent with clavicle crush damage was noted measuring 1.8cm in length on a lead segment and 1.2cm in length on another lead segment.

Event description:
It was reported that the patient presented to the clinic after receiving two inappropriate high voltage therapies due to noise. A decrease in pacing lead impedance was also noted. The lead was explanted. The patient was stable and well during surgery.